Event description:
As reported, during ercp (endoscopic retrograde cholangiopancreatography) procedure that combines upper gastrointestinal (gi) endoscopy and x-ray, knife of subject device broke inside patient but was retrieved. No injury reported. The intended procedure was completed with another device with no more than 15 (fifteen) minutes delay in the procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Communication with the customer, the following information conveyed: procedure performed was an ercp, duodenum and common bile duct (part of the body). Knife broke when generator pedal was pressed, user felt there is no output. Knife wire broke at duodenal papilla and did not fall into patient body. Electrosurgical unit was china (B)(4) yh300 generator. Setting value for the cut mode and the coagulation mode was blend cut 45w, coagulation 40w. Reported event occurred about 30 minutes after the procedure started, during the blend cut 45w, coagulation 40w mode. The wire was contacting the tissue directly when the reported event occurred. The average activation time for the cut mode is 2 seconds. The maximum activation time is 4 seconds. The subject device was received and evaluated. Device inspection, the following investigation noted below: part of the insulation coating on the distal end of the knife was torn off, exposing the wire. The knife wire was fused in the insulating coating part. Cause: 1.the user reported that the knife wire was broken during use. Judging from the fused position, it was possible that the customer inserted the instrument into the endoscope in an incorrect way, leading to the insulation coating falling off. After the insulation coating falling off, the exposed knife wire was in contact with the metal part of the endoscope. When the output was started, the knife wire was fused. 2. When inserting the endoscope with the subject cutting knife, the knife wire should be kept in line with the insertion tube, and the forceps elevator should be raised to the maximum height. Otherwise, the metal parts of the forceps elevator may contact the knife wire and cause the insulation coating to fall off. Do not start hf (high frequency) output when the instrument is inserted. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. ·length of cutting wire ·length of coated portion ·operation of cutting wire instruction for use : this instruction manual contains the following information. (Drawing no.gk6226 revision no.13) ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. It can be inferred that heat generated by an electrical discharge caused damage of the coated portion. Olympus will continue to monitor complaints for this device.